Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Delivery system tip broken: when the delivery system was advanced to the cia from the fa, the tip of the delivery system was separated. The delivery system was withdrawn, and the tip was removed from the patient. The treo was not used and was replaced with another treo device (28-b2-30-100u) to continue the procedure, and the procedure was successfully completed. Operation type: evar blood loss: amount is unknown. No image available due to hospital policy pre-case plan available upon request no additional information available due to hospital policy delivery system was discarded by user (tc#bm240801159)" patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Delivery system tip broken: when the delivery system was advanced to the cia from the fa, the tip of the delivery system was separated. The delivery system was withdrawn, and the tip was removed from the patient. The treo was not used and was replaced with another treo device (28-b2-30-100u) to continue the procedure, and the procedure was successfully completed. Operation type: evar. Blood loss: amount is unknown. No image available due to hospital policy. Pre-case plan available upon request. No additional information available due to hospital policy. Delivery system was discarded by user. (Tc# (B)(4))". Patient outcome - "no health damage to the patient."